Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited undersensing with therapy delayed for less than 30 seconds and this lead also got dislodged. Additional information from the field representative had indicated that this the physician performed a surgical procedure and this lead was successfully repositioned. No additional adverse patient effects were reported.